Manufacturer narrative:
The customer reported an issue with the cautery involving a "flame at the tip". No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Flame at tip of cautery.